Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as: 2134265-2011-01291. It is reported that during a stenting treatment procedure, the patient experienced slow flow. Lesion 1 was located in the proximal left circumflex (cx). The lesion was 90% stenosed, 3.5mm in diameter and 12mm long. Lesion 1 was treated with direct stent placement of a 3.0x16mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Lesion 2 was located in the 1st obtuse marginal. The lesion was 70% stenosed, 2.7mm in diameter and 23mm long. Lesion 2 was treated with direct stent placement of a 2.5x16mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. During the index procedure, it was reported that the patient experienced slow flow distally down to the left circumflex secondary to the microembolization of plaque and or thrombus material following a percutaneous coronary intervention (pci). The patient was treated with medication with quick return to timi 3 flow distally. The patient was discharged 3 days later on aspirin and prasugrel. In (B)(6) 2011, a staged procedure was performed. Lesion 3 was located in the 1st diagonal. The lesion was 80% stenosed, 2.6mm in diameter and 18mm long. Lesion 3 was treated with direct stent placement of a 2.5x20mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel.